Manufacturer narrative:
Report was initially submitted on nov 02, 2017, but the FDA site was down. Advised by FDA on nov 06, 2017 to resubmit medwatch. Product development investigation was completed. A visual inspection, device history records review (DHR), and drawing review were performed as part of this investigation. The complaint was able to be confirmed at customer quality. The handle was returned in fairly good condition with deformation primarily along the grooves and the inferior side handle. The prong that aligns to the nail had sheared off. The fragment was not returned. Replication of the complaint is not applicable as the device was returned broken. The 03.010.045 standard insertion handle is an instrument routinely used during the insertion of femoral and tibial nails including in the titanium cannulated retrograde/antegrade femoral nail system and the suprapatellar instrumentation for titanium cannulated tibial nails system among others. Relevant product drawings were reviewed during the investigation. Relevant dimensions (thickness of the tab) could not be taken as the fragment was not returned. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Design change order (dco) was launched to ¿modify the edge break around the face of the part around the tang such that the edge break is away from the tang, keeping extra material on the tang¿. This change was intended to reduce the likelihood of the complaint condition and the returned instrument was manufactured after this change. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The lot(s) went through the required tests during the inspection testing at the time of manufacturing and the DHR records showed no issues concerning the material or material conditioning. Although a definitive root cause could not be determined with the given information, it is likely that rough handling contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient ID, dob & weight not provided for reporting. Device is an instrument and is not implanted/explanted. Concomitant devices reported: 12mm titanium lateral entry femoral recon nail - ex 420mm left - sterile (part # 04.003.565s, lot # unknown, quantity 1). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: part # 03.010.045/ lot # 1687492. Manufacturing location: (B)(4). Manufacturing date: 05.jul.2007. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an intramedullary nail of a left femur on (B)(6) 2017, the tab on an insertion handle broke and fell on the floor. Reportedly, while the surgeon was advancing the nail down the length of the femur the tab broke off as the nail was half way down. Another insertion handle (with the same part number) was readily available to complete the nail placement. The broken handle was easily detached and the replacement device was successfully used without any additional issues. The age of the broken handle is unknown. There were no surgical delays, no harm to the patient and no additional medical intervention required. This complaint involves one (1) device. Concomitant devices reported: 12mm titanium lateral entry femoral recon nail - ex 420mm left - sterile (part # 04.003.565s, lot # unknown, quantity 1). This report is 1 of 1 for (B)(4).